Event description:
The lay reporter contacted lfs on (B) (6), 2010, alleging an intermittent calcode issue with the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the reporter on (B) (6), 2010, and obtained the following information: the reporter mentioned that the intermittent issue with the calcode began on (B) (6), 2010. She mentioned that the meter would not change to the correct code number and would be stuck; therefore, the patient was unable to test her blood glucose. Due to the alleged issue, the patient did not increase or decrease her oral medication. On (B) (6), 2010, the patient began to exhibit frequent urination. The patient attempted to test her blood glucose and was unsuccessful. The patient had been unable to test her blood glucose for the past week due to the reported issue. The patient took her usual dosage of oral medication and the patient went and visited the physician and obtained a blood glucose reading of 264. The physician advised that the patient increase her oral medication from 1 pill to 2-3 pills a day. Customer care advocate (cca) walked the reporter through changing the code number and issue was resolved. The complaint is being reported since the reporter alleged that the patient was unable to test her blood glucose for a week and later she developed symptoms suggestive of hyperglycemia and had to seek medical attention and was advised to increase her oral medication.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.